Event description:
It was reported that, "surgeon when inserting screw, the screw broke."

Manufacturer narrative:
Summary of evaluation: it is difficult to determine the root cause of the reported event with only the fractured head of the bone screw returned for evaluation. However, the optical inspection suggested that the bone screw failed in an overload condition due to excessive angulation and interference with the acetabular shell hole during insertion. The root cause of this event is likely related to operative technique. Device history review: device history review showed no reported discrepancies. The screw reported was manufactured from raw material/ingot melted by (B)(4). The material certificate and purchase order from titanium industries inc. Indicated the raw material/ ingot melt source as (B)(4). Complaint history review: complaint history review shows that there have been no other reported events regarding this lot. A review of a representative surgical protocol noted the following warnings: note: in hard bone, the use of 6.5mm dome screws prepared in the usual fashion may be difficult. The use of a 4.0mm drill bit can make the utilization easier, without substantial compromise of screw purchase.